Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had primed rewind anomaly on the insulin pump. The customer's blood glucose level was 499 mg/dl. The customer was treated with 35 units with injection. The troubleshooting was performed. The customer stated that the drive support cap is protruded. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction. The customer was advised that the possible cause of a33 alarm is during seating the force sensor did not detect the reservoir.

Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted. The additional event details are found in report.

Event description:
It was reported that there was no serious injury or hospitalization. The customer did not feel well but did not seek medical attention or go to the hospital.